Manufacturer narrative:
The philips bench repair technician (brt) confirmed the customer's alleged malfunction. The brt installed a new mainboard and speaker assembly into the device. Once repaired, the device returned to working specification and sent back to the customer. No further investigation or action is warranted at this time.

Event description:
It was reported the device had a speaker malfunction inoperative message. Good faith efforts confirmed there was no sound coming from the device at the time of the event. The device was sent to the philips bench repair facility to be further evaluated. The device was not in use on a patient at the time of event, there was no adverse event reported.